Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient is complaining of malfunction of titan device since is implanted as there is not any inflation , dr. (B)(6) exploring the pump which is not working , by trying to inflate cylinders also failed to inflate. Doctor recommends that there is a failure in the system required change all system. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump, and cylinders 1 and 2 were received for evaluation. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with the pump. A separation was noted in the exhaust tube of cylinder 2. This was a site of leakage. The separation had a central groove to it, indicating contact with sharp instrumentation such as a needle. No functional abnormalities were noted with cylinder 1. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the exhaust tube of cylinder 2 occurred subsequent to the device packaging being opened. The information received indicated the patient was complaining of a malfunction since implant with no inflation. Based on the evaluation and information received, it was concluded that the separation most likely occurred inadvertently during the implant procedure. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
According to the available information the titan touch was implanted on (B)(6) 2018 and revised on (B)(6) 2021 due to malfunction that makes the device not inflate.